Event description:
On august 28, 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient said the power issue first started at about 5 weeks prior the call at approximately 2:00 pm. She said she felt shaky and "desperation" about 30 minutes later and took a reduced dose of novolin insulin, 2 units. She went to see her doctor at the clinic at approximately 3:00 pm. A reading of 450 was obtained on the clinic meter at approximately 4:00 pm, and she was given 8 units of novolin insulin. The cca noted that the reported meter did not turn on by pressing the power button or inserting a test strip. The patient denied replacing the meter battery per the owner's manual and did not have a replacement battery. The patient's products were replaced. This complaint is reported because the patient alleges that her one touch ultra meter does not turn on. She said she went to her doctor/clinic after the power issue occurred. A result of 450 was obtained on the clinic meter, and she was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.